Event description:
It was reported that this device exhibited oversensing events, one of which resulted in inappropriate anti-tachycardia pacing (atp) being provided and 1 inappropriate shock being delivered. It was noted that this was electromagnetic interference (emi). This patient has been using an exercise muscle stimulator for abdominal muscles. It was noted that the left ventricular (lv) pace impedance measurements were high, remaining within normal range. This patient appeared to have slow ventricular tachycardia (vt) in which biventricular trigger pacing was observed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.